Event description:
It was reported that a motor rate error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and motor rate found was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Multiple worn components. Worm coupling, worm gear, motor mount and motor. Service replaced worm coupling, worm gear, motor mount and motor.